Manufacturer narrative:
Patient weight not available from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: 9733763 - s7 synergy cranial software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the site passed registration, but the navigation was off the surface of the patient. The site had to bring in another navigation system to pass registration and continued with the case. There was a 10-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Additional information: updated. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated after a cranial software update. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.